Manufacturer narrative:
The received device had the cannula assembly deployed. The device reached the 80-hour pump expiration time and reported an 0x1c alarm. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle or leakage. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. The top housing was punctured through the piezo, resulting in post-use damage to the reservoir cap, chassis, and mechanism rail.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 27 mmol/l (486 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the cannula was bent. As treatment for the hyperglycemia, a new pod was applied.